Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose. Customer reported that after a swim, blood glucose was 75 mg/dl. Customer was bolused and drank orange juice and blood glucose elevated to 450 mg/dl. Customer also reported of experiencing sensor issues and blood glucose versus sensor glucose differences. Customer declined troubleshooting. Customer was advised to monitor issue.